Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the reported event, the distal balloon marker broke off and completely separated from the balloon. The balloon had detached and fell inside the patient. The physician opted not to retrieve the balloon but decided to place a stent over the separated piece by trapping it to the vessel wall with it. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
An m5 plus peripheral intravascular lithotripsy (ivl) catheter was used treat the iliac artery due to occlusive disease/claudication. Access to the lesion was obtained via femoral approach. It was reported that after the m5+ balloon delivered 181 pulses to the target lesion, the physician deflated the balloon, pulled it back towards the lesion and back into the sheath. However, the distal balloon marker broke off completely and the balloon fell inside the patient's anatomy. The balloon is left inside the patient and the physician did not attempt to retrieve it. The physician decided that the best solution was to stent over the separated piece by trapping it to the wall with the stent. There is no plan to remove the balloon since the stent was placed as per the normal treatment. The physician felt it was a difficult procedure that turned out successfully. The patient was discharged to home the same day with no clinical sequelae.